Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v705285, implanted: (B)(6) 2011, product type: lead. (B)(4). Analysis of the returned programmer model 3037 serial (B)(4) showed no significant anomalies and that the complaint could not be verified. It was noted that the antenna jack part was tarnished and was replaced as a preventative measure.

Event description:
Additional information received noted that regarding did the replacement programmer resolve the issue, it was noted: as far as this reporter knew. Regarding were any malfunctions seen or cause of issue determined, it was noted: when they switched programs it went to 8.5 amp. Regarding interventions taken, it was noted: yes, turned off and called the manufacturer. Sent replacement programmer. Date noted was 2014-4-1. Regarding the outcome, it was noted: they had not heard from the patient. It was noted, patient sent device back, per instructions. See also manufacturer's report # 3007566237-2014-01081.

Event description:
It was reported that the patient¿s stimulation from their implantable neurostimulator (ins) randomly increased to 5.4 when interrogated by the healthcare professional (hcp) about 1-2 weeks ago. When the patient¿s ins was interrogated today with the patient programmer unit, the stimulation increased to 5.4 again. The hcp believed there was ¿something wrong¿ with the programmer unit and requested as new programmer was requested from the manufacturer. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent. Analysis of the returned programmer unit showed no significant anomalies and that the complaint could not be verified (c200). It was noted that the antenna jack was tarnished and was replaced as a preventative measure.